Event description:
It was reported that while cleaning the inside of the cuff there appeared to be growing mold. There was patient involvement and no patient harm reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection under normal plant lighting confirmed that there was black contamination under the cuffs and inside the inflation balloons. It is likely the fluid being introduced into the inflation system and/or the syringe that is being used to convey the fluid is not sterile. Also, the cleanliness of syringe could have contributed to the foreign matter on device. The investigation did not determine a manufacturing defect with the returned sample. The DHR was reviewed and found the devices were assembled by different operators and all the components and bench materials were from different lot numbers except for the wire in the shaft.